Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and the numbers kept ramping. The customer was also having battery issues. Customer's blood glucose level was 5 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping on the time clock noted. The insulin pump was unable to perform the displacement test or test the operating currents due to no button response. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.